Event description:
On (B) (6) 2010, the pt reported that she has been experiencing bent infusion set cannulas since fall of 2009. This most recently occurred in (B) (6) 2010. She stated her blood glucose has been elevated to 454-500 mg/dl as a result. Her normal blood glucose range is 110-190 mg/dl. She stated she has tested positive for large amounts of ketones on a home test. She stated she typically changes the infusion site every other day and the bent cannulas occur after 1 day of use. She uses an insertion area free of scar tissue and she inserts the infusion site quickly and at a 90 degree angle. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.